Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced the mixing valves on channel a & b and verified safety and performance checks according to the notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an "e0d" error occurred on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.